Event description:
During a ptca treatment procedure, the maverick2 monorail 30/2.5 mm balloon catheter leaked. The lesion being treated was an 85% stenotic lesion in an unspecified coronary artery. The maverick2 monorail 30/2.5 mm balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.